Event description:
A 6f angio-seal vip was used to seal a right common femoral artery puncture following catheterization on (B)(6) 2011. Buttock pain upon ambulation subsequently developed and increased over time. Computed tomography (CT) revealed a diffuse narrowing of the right external iliac artery with total occlusion occurring in its distal portion, with good collateral circulation to the right common femoral artery. A right common femoral endarterectomy revealed an occlusion that was removed.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment option include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to cary with them for 90 days state some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.